Manufacturer narrative:
(B)(4). The customer stated the ac power module connector pulled out and wires broke. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out and wires broke.

Event description:
The customer reported the ac power module was not working. There was no reported pt involvement.